Manufacturer narrative:
The current device instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for microcatheter 18l devices that were used in the case, lot numbers 32875 and 32444, were reviewed and no anomalies were found that are related to this complaint. Additional lot number 32875, expiration date 5/31/2010, and device manufacture date 06/06/2007.

Event description:
Event occurred. A male with history of atrial fibrillation, hypertension, cardiac stent and hyperlipidemia was admitted to an outside hospital for acute onset of left sided weakness and slurred speech in 2008. A CT scan at 10:42 showed rmca hyperdense mca sign and trace mild early ischemic changes. The patient was transferred to ucsd, arriving at 13:00, and on exam showed r gaze preference and l hemiparesis/neglect. Pretreatment nihss was 21. On angiogram, the patient had a carotid t occlusion. The patient underwent embolectomy procedure with retriever l5 device, using microcatheter mc18l. The first retrieval attempt removed the ica portion of the clot but the mca remained occluded. The second retrieval attempt was made with the mc18l deployed in an m2 branch. This removed part of the mca clot but the vessel remained occluded. On the third retrieval attempt, the mc18l was again used to catheterize what appeared to be an m2 branch. However, subselective injection of contrast through the mc18l showed extravasation of contrast. The retriever device was not deployed and the mc18l was removed. An angiogram did not show contrast extravasation as the mca was still occluded at the suspected site of perforation. The decision was made at this point to do additional passes to remove the clot. Following the last pass, the mca was open and extravasation of contrast was noted from the mca. At this point, the mca vessels were fully patent with residual distal a2 segment occlusion only. Sah was unable to be controlled with multiple/repetitive balloon inflations including repeated cycles of 5, 10, 20 minute inflations of the balloon at the site of suspected perforation in the mca. Severe sah was noted with midline shift and early signs of hydrocephalus. Nihss was 28 at the time (though patient was sedated and intubated). At that time, per family/healthcare surrogate request, the patient was placed on comfort care measures. The physician performing the procedure felt that the perforation was from the microcatheter.